Manufacturer narrative:
(B)(4). The steroid plug was noted to be displaced. The cause could not be determined.

Event description:
It was reported that the patient presented to the emergency department with loss of capture. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced when an attempt to reposition the lead was unsuccessful. Patient was in stable condition post-procedure.